Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature displayed on the monitor inaccurately in the temperature sensing cable. Per notification received via ibc on 21oct2020, when connecting the cable, the temperature was sometimes not displayed. Moreover, when the connection part was turned, the temperature became more unstable. Customer wanted to inspect the inside of the connection as well as the presence of disconnections.

Event description:
It was reported that the temperature displayed on the monitor inaccurately in the temperature sensing cable. Per notification received from the ibc via email on (B)(6) 2020 it was stated that when the cable was connected the temperature was sometimes not displayed. Moreover when the connection part was turned the temperature became more unstable. The customer wanted to inspect the inside of the connection as well as the presence of disconnections.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual inspection noted that there was no obvious visual defects. The extension cord was plugged in and tested with a multimeter. The extension cord was failed the continuity test as indicated by the multimeter did not display a reading. The device did not meet the specifications. The product was used for diagnostic purposes. A potential root cause for this failure mode could be due to the user pulls the cable hard and or at an angle. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature sensing products and accessories." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.